Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and functional testing. The root cause was due to defective load cell module 2. The load cell module 2 was replaced to remedy the fault. During visual inspection, defected load plate cover was noted and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured on 11/11/2014. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated error message ua 07 around the reported event date. During functional testing, ua 07 error message was displaying when the platform was powered on. The load sensing system has detected a weight/load imbalance between the two load cells that checked during power-on -self-test. In addition, load cell characterization test was performed and the load cell module 2 was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load plate cover was replaced and the clutch plate was deburred to remedy the stiffness on the drive shift, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4)) performed eight compressions and stopped working. The lifeband was found to be ripped. The customer installed another lifeband; however, the platform displayed error message user advisory 07 (discrepancy between load 1 and load 2 too large). The crew then reverted to manual CPR. No adverse event to the patient was reported.